Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evaluation of the returned device confirms the reported event. The analysis does not highlighted any supplier defect and the need of corrective actions is not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 1) quantity manufactured: 30. 2) date of manufacture: 11-march-2020. 3) any anomalies or deviations identified in DHR: the DHR review of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there were no deviations or non-conformances. 4) expiry date: 31-october-2025. 5) IFU reference: w90930, corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively during primary shoulder-tep unknown side it was not possible to connect the glenosphere to the metaglene. Another glenosphere was available and procedure was completed successfully. No patient harm, no adverse consequences. Surgical delay 10 min.